Event description:
Dr. Reported via our sales rep, that a pt underwent a revision surgery due to the inlay luxation and aseptic loosening 2 years post op.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.